Event description:
It was reported that the pump and catheter were replaced. The pump was replaced due to end of life; no information was provided regarding reason for catheter replacement. No patient symptoms were reported the pump contained compounded baclofen.

Manufacturer narrative:
(B) (4): final pump analysis revealed no anomaly found; normal device function. Final analysis of the returned catheter segment and pump connector revealed catheter leakage - hole. The hole was located at the end of the pump connector metal pin.